Event description:
Reporter indicated that patient is losing quite a bit of weight and must be forced to eat. Also indicated that there has been a significant reduction in the number of seizures post-vns implant.